Event description:
Clinical study. Same as MDR 6000093-2005-01330.it was reported that 315 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr) of the saphenous vein graft to circumflex artery (svg to cx), and of the 1st diagonal artery. The index procedure treated three target lesions. Target lesion 1 was a 3.5 mm vessel diameter, 80% stenosed region of the svg to cx. The lesion was 16.0 mm in length, was moderately tortuous, and had a thrombus present. The physician direct stented the lesion with one taxus express2 8.8% 3.5x24mm drug eluting stent without complication. An embolic protection device was used during replacement. The drug eluting stent was post dilated after deployment with a residual stenosis of 0%. Target lesion 2 was a 2.8 mm vessel diameter, 90% stenosed region of the distal cx. The lesion was 12.0mm in length and was mildly tortuous. It was being treated for in-stent restenosis. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.75x20mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment with residual stenosis of 0%. Target lesion 3 was a 2.0 mm vessel diameter, 99% stenosed region of the 1st diagonal. The lesion was 18.0 mm in length and was moderately tortuous. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x24 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment with a residual stenosis of 0%. The pt was discharged from the hospital 8 days post index procedure receiving asa and plavix. The site reported that the pt underwent a tvr of the svg to cx, and of the 1st diagonal 315 days post index procedure. The physician treated both lesions by placing one johnson & johnson cypher stent into each target vessel. The 1st diagonal was being treated for focal in-stent restenosis. The pt was discharged from the hospital 1 day post tvr in satifactory/good condition. In the opinion of the physician there was an unknown relationship to the taxus stents.